Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the chest drainage unit. The customer states that air was heard leaking into the chest drain bottle. The staff could not identify the actual source of the leak. There was no harm to the pt the vacuum was not significantly affected.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.